Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a 3.0 mm promus stent was implanted in the lad approximately nine months ago. The pt returned with the promus restenosed in the middle of the stent. Another company's 3.5 mm stent was placed inside of the re-stenosed promus. There were no add'l pt effects. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation -product performance engineering reviewed the incident info. Restenosis, as noted in the promus IFU, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a sds quality deficiency. In this case, the restenosis required treatment with the placement of another drug eluting stent. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.